Manufacturer narrative:
The device serial or lot number is unknown. The device serial or lot number was unknown; therefore, UDI: (B)(4). A suture shuttle was received without more information. The nitinol epflex and shield were not received. Visual observation revelated that the inner hook shaft is broken and appears had marks of striations on the metal surface near the connection point. The needle and sleeve was separated from the device. Since the device was not working, this complaint can be confirmed. No additional information could be obtained; therefore, we cannot discern a root cause for this issue. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that the ideal suture shuttle 45 degrees left device had an unspecified malfunction. During an in-house engineering evaluation, it was determined that the device had marks of striations on the metal surface near the connection point and the needle sleeve was separated from the device. There was no procedure involved. No additional information was provided.